Manufacturer narrative:
Tip came off the shaft of the electrode during surgical use. Hospital retrieved tip without pt complications. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force. The tip did show evidence of having been bent, which is an end of life indicator as noted in the instructions for use.

Event description:
Tip broke off of device while in use (lap chole). Tip retrieved from pt.